Event description:
It was reported to philips that the system was not powering on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse reset all the breakers in the electrical room. After which the fse turned on the power supply, recharged it and then turned on the system and tested it¿s functionality. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.